Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported during use the bd vacutainer® one use holder had failure to minimize exposure to blood and sharps during blood collection (e.g. Stopper/cap remains in holder or sleeve on npe fails). The following information was provided by the initial reporter: "when blood flow is too strong or too fast during collection, the vacutainer tube can slide or push itself out of the connector".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported during use the bd vacutainer® one use holder had failure to minimize exposure to blood and sharps during blood collection (e.g. Stopper/cap remains in holder or sleeve on npe fails). The following information was provided by the initial reporter: "when blood flow is too strong or too fast during collection, the vacutainer tube can slide or push itself out of the connector".